Event description:
Report rec'd of a catheter break. Increased spasticity. F/u with hcp revealed pt experienced increased spasticity and uncontrollable nausea and vomiting. Unable to use oral baclofen due to nausea and vomiting. Catheter study of 9/2002 revealed 3 sites that appeared to be leaks in the catheter. Catheter replaced. Catheter fragment remains in intrathecal space. Pt did well for about 10 days on 50mcg of baclofen. Pt returned to clinic and dose adjusted and nausea and vomiting returned. Presently is on about 65 mcg per day and is hospitalized for gi studies to try to determine cause of continued nausea and vomiting.